Manufacturer narrative:
(B)(4). Unit passed displacement, rewind, basic occlusion, force sensor, and occlusion tests; it failed prime/seating and self tests. No unexpected pump error 82, motor errors, or prime, rewind anomalies were noted during testing. After further review of the unit¿s interior, did not note any evidence of previous moisture presence or corrosion on any of the electronic boards or assemblies. The prime/seating failure seems to be due to the electronics since the motor was tested outside the unit, and it passed. Self test returned an unexpected pump error alarm. Pump error alarm is confirmed in the formatted history file (variableinfo = 3) due to a broken trace at the u1 keypad assembly. No unexpected audio/vibrate anomaly/absence of alarms were noted during testing. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a multiple pump error alarm. The customer stated they were able to clear the alarm and were able to complete the rewind process. Customer stated they performed displacement test and it passed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.